Event description:
It was reported that on (B)(6) 2022 the intellivue mx550 patient monitor was off. The patient coded and was resuscitated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that on (B)(6), 2022 the intellivue mx550 patient monitor was off when the patient was discovered coding at 20:14. The code lasted for 14 minutes and they were able to resuscitate the patient. A philips field service engineer (fse) was dispatched for onsite service. The fse evaluated the device for power related issues and tested the physical cable and ports to see if the monitor would power down, of which it did not. The fse power cycled the monitor and it powered up with no error codes. There was no evidence of the monitor being in an "off" state. The engineer then pulled the log files. The log files were reviewed by a philips clinical product specialist (cps). The log review revealed that the patient was transferred from room 4404 to room 5713 from pic ix: rrmctelesur2 on (B)(6) 2022 19:14:37. This transfer off the unit put the monitor in standby as the patient was supposed to leave the 4th floor and go to the 5th floor. The monitor was taken out of standby in the room on (B)(6) 2022 20:12:57. When in standby mode, monitoring is suspended and physiological alarms are not generated. Upon removal from standby, the log displays alarming for spo2 no pulse generated. The investigation determined that there was no product malfunction. This is considered a user issue.